Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/ extrusion/ protrusion of the mesh); vaginal pain; perineum pain; inability to have intercourse. Nonsurgical treatments: on (B)(6) 2008 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pelvic floor strength. Treatment duration: 1hr. On (B)(6) 2014 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: vaginal tissue repair. Treatment duration: ongoing. On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: increase pelvic floor strength. Treatment duration: 30-45 min.